Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an unresponsive nav-ring. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the nav-ring was faulty and behaves unexpectedly. The customer reported that the CPAP was not working. It was then reported that the values could not be changed and values changed automatically. The front bezel was replaced to resolve the issue.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).